Event description:
The customer observed false reactive alinity I syphilis tp results on one patient. The results provided were: on (B)(6) 2023, (B)(6) initial=1.82 s/co (> or =1.00 s/co=reactive) /repeated=0.04 s/co (< 1.00 s/co=nonreactive) and 0.04 s/co there was no reported impact to patient management.

Manufacturer narrative:
Updated initial reporter postal code =(B)(6). During the requested site visit, the field service engineer (fse) performed multiple troubleshooting procedures, and replaced parts including the valve, manifold, dispense 2 way (a-35002114-03) and the 2500ul pump, bulk solutions (a-35001280-02) that was found to be leaking. Those parts replacement which resolved the issue. A review of the alinity I processing module, serial number (B)(4), service history review revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the part valve, manifold, dispense 2 way and the 2500ul pump, bulk solutions revealed no trends or systemic issues. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation contains information for the removal, replacement and verification of the valve, manifold, dispense 2 way and the 2500ul pump, bulk solutions. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(4) or valve, manifold, dispense 2 way and the 2500ul pump, bulk solutions.